Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex insert and locking bolt revision due to instability after 2 years and 9 months. A thicker insert was implanted.

Manufacturer narrative:
(B)(4) initial report: the appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history, did the patient experience any trauma, was the correct follow-up protocol followed and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.